Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has moisture damage. It was also mentioned that there was fluid under the lcd display. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device passed displacement test and self test. Device received with moisture damage on electronics and motor assembly noted.